Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. As neither a lot number nor a sample was available for this incident, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 309657. Batch#: unknown. It was reported that the bd luer-lok had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Customer states that item 309657 (lot number is unknown - xxxx has reached out multiple times to their customer to get it but they don't know it) has cracks in the sidewall and the medication leaks from the cracks. Customer does have product to return. Customer address: xxxx.